Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: ifnt3211, full osseotite tapered certain implant 3.25 x 11.5mm, lot number 2015070173. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the gold screw fractured and doctor was unable to remove the broken piece from the apical 1/3 of implant #11. Had to remove entire implant.

Manufacturer narrative:
This report is being submitted to report additional information. Visual evaluation of the as returned products identified screw fragment inside the implant. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root causes determined are external factors (patient¿s condition ¿ bruxism, clenching or overloading) or incorrect techniques used during placement of screw. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.